Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that when the device was removed from the docking station, the screen would shut off and the unit made a strange noise. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated which included functional testing. A buzzing noise was heard from the speaker lasting approximately 10 seconds immediately after undocking. An internal inspection of the device was conducted and the unit had a defective system board. The board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event. Correction: device availability from "no" to "yes; returned to manufacturer; 03/10/2016". Device evaluated by manufacturer from "no" to "yes".